Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there had been air bubbles in her reservoirs; there were also three small air bubbles in the tubing. The patient's blood glucose at the time of incident is unknown; however, she mentioned that her blood glucose continued to increase. During troubleshooting the customer changed the infusion set but the air bubbles persisted. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.